Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient had a lot of pain after he hit the implantable neurostimulator on the door frame. He had to crank up stimulation all the time in order to cover the pain, so it took a lot of power and the device wasn't 100% accurate. He experienced shocking/jolting sensations and would get "electrified." Stimulation felt 10 times stronger in his legs when he would walk or sit up. He couldn't turn his device off. These issues had started occurring since implant on (B)(6) 2005. Since he was having these problems, he had his battery replaced. The battery died and they only replaced the implantable neurostimulator because they couldn't get the old ones out because they were embedded so he was not MRI safe with the old fashioned paddle leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.